Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years.  The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the remainder of the driveline was returned in 3 segments. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, a thrombus formation was found around the inlet bearing ball, obstructing approximately 20-30 percent of the blood flow path. The thrombus was denatured and also appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearing ball over an undetermined amount of time while the pump was supporting the patient. In addition, a thrombus formation was observed partially occluding one of the rotor vanes. The areas of denaturation on the thrombus indicate that it was present in the pump while it was supporting the patient; however, the structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. Although its origin could not be conclusively determined, the thrombus showed a slightly curved shape and also showed colors similar to the thrombus found on the inlet bearing ball, suggesting that it potentially originated in that location. Examination of the proximal-side of the outlet stator revealed a very small, red tissue-like deposition situated adjacent to the outlet bearing ball and in contact with one stator blade. The deposition did not show any evidence of denaturation or lamination. Although its origin could not be conclusively determined, the deposition did not appear to have initially developed in the outlet stator and could have potentially broken off from one of the larger thrombi found on the rotor or the inlet bearing ball. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that in the beginning of (B)(6), the patient had a sub-therapeutic inr of 1.4 and was bridged on lovenox. On the evening of (B)(6) 2017, the patient reported a change in lvad pump noise, and experienced dark urine. Upon admission, the patient¿s inr was therapeutic, and the creatinine level was 3 mg/dl, with the patient¿s baseline being 1 mg/dl. The creatinine continued to rise up to 10 mg/dl. The patient was started on a heparin infusion, persantine, and aspirin with no clinical improvement. On (B)(6) 2017, the patient underwent a pump exchange due to continued hemolysis. No additional information was provided.